Manufacturer narrative:
Upon follow up it was reported the patient was in the hospital for a month. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by stomach and back pain. The cause of the peritonitis was unknown. One week prior to the receipt of this report, the patient was hospitalized for another indication. On the same day, the patient was diagnosed with peritonitis and the patient began treatment for the event with unspecified antibiotic (doses, frequencies, and routes not reported). On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis event and dianeal therapy was ongoing. No additional information is available.